Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose that day was 14 mmol/l with extreme drowsiness. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that the time and date were incorrectly set. There was no indication or allegation of a pump malfunction. This complaint is being reported because the reported health event is was attributed to a use-error.